Event description:
It was reported that the patient had a fractured proximal femur. The gamma 4 sleeve's button had popped out and was not locking in, and the intermediate sleeve was not aligning properly with the nail. A second set was opened to complete the surgery, adding 10-15 minutes to the procedure. A second set was used to complete the case and no issues were reported.

Manufacturer narrative:
The reported event could not be confirmed, since the affected device was not returned and the other evidence were not shared for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the patient had a fractured proximal femur. The gamma 4 sleeve's button had popped out and was not locking in, and the intermediate sleeve was not aligning properly with the nail. A second set was opened to complete the surgery, adding 10-15 minutes to the procedure. A second set was used to complete the case and no issues were reported.